Manufacturer narrative:
Results: the second penumbra smart coil's (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the first returned smart coil revealed it could be advanced through a demonstration microcatheter without issue. The root cause of the resistance when advancing the smart coil could not be determined. The kinks observed on the smart coil pusher assembly was likely incidental and may have occurred during packaging for return. Evaluation of the second returned smart coil revealed the coil winds were offset near the proximal end of the embolization coil. This type of damage typically occurs if the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement. The offset coil winds likely contributed to the resistance experienced during advancement. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils and two other coils using two non-penumbra microcatheters. The physician then felt resistance and was unable to advance a smart coil (f74451) through the microcatheter; therefore the microcatheter was removed with the smart coil inside. The physician then successfully placed three coils and a smart coil using a new microcatheter. The physician then felt resistance advancing another smart coil (f77244) into the microcatheter, and therefore the smart coil was removed. The physician then felt resistance advancing another coil through the distal tip of the microcatheter, but the procedure was then completed using a different coil. There was no report of an adverse effect to the patient.